Manufacturer narrative:
Approximate age of device ¿ 4 months.  The patient remains ongoing on the device. A correlation between the reported event and the lvad could not conclusively be confirmed. No further related issues have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced 2-3 episodes of bright red blood with bowel movement (bm) starting (B)(6) 2018. No source of bleed was confirmed through endoscopy and colonoscopy. Patient received 1 unit of packed red blood cells. No additional information was provided.